Event description:
The complaint states that no vibration was reported. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)